Event description:
Previous medwatch submission noted capsular contracture. Upon further information, allergan has determined that the event of capsular contracture did not occur. Company representative later reported right side ¿palpable fold of the implant¿, ¿single folds¿, ¿low amount of liquid in place between ." The record relates to right side.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Previous medwatch submission noted capsular contracture . Upon further information, allergan has determined that the event of capsular contracture did not occur. Company representative later reported right side ¿palpable fold of the implant¿, ¿single folds¿, ¿low amount of liquid in place between ." The record relates to right side.

Event description:
Patient representative reported unknown side "beginning capsular contracture" baker grade unknown and "worried about developing cancer." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.